Manufacturer narrative:
The customer's complaint of leaking tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak in the tubing set while performing a procedure. There was no patient harm.